Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 408 mg/dl. Customer treated high blood glucose with bolus. Customer had changed the reservoir and set four times for the no delivery alarm. Customer had to connect and disconnect the set couple times for the insulin to be delivered. After troubleshooting, customer was advised the set and reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two sealed reservoirs. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted. Evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.